Manufacturer narrative:
Device type also known by fpa in addition to jka. Device common name also known as intravascular administration set in addition to blood specimen collection device. (B)(6). Device history record review: a review of the device history record was completed for batch 6257947. Product was manufactured at the bd (B)(4) site september 2016. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements ii: customer sample/photo analysis: no customer sample/photo was received for evaluation. Iii: investigation root cause summary: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that phlebotomist was drawing patient on the hand with bd vacutainer® ultratouch¿ push button blood collection set.and bubbles appeared as they saw through the tubing. No report of injury, exposure, or medical intervention.